Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced elevated blood glucose levels. Additionally, the customer experienced decreased blood glucose. The customer declined to provide further information and declined a follow up call from tandem technical support.